Event description:
The facility reported a pump with an inoperative stop key. This event occurred during biomedical testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.